Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was explanted as the rv lead had been showing high, out of range shock impedances. A new system was implanted, and the ICD has been returned for analysis. No additional adverse patient effects were reported.